Event description:
It was reported the external pulse generator (epg) would not capture, and the cable was not locking into the output connector. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was occluded by foreign material. It could not be confirmed that the device would not capture, the device passed all functional testing. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, one bail cover was broken, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the battery drawer o-ring was missing.